Event description:
New information received states that the lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event was confirmed for high impedance. Microscopic inspection identified a kink on the lamitrode lead body with multiple internal wires broken as well on the paddle. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that high impedance issue was observed on the lead. Impedance value was checked with an extension and with the lead only and high impedance was observed on four of the eight. Physician explanted the extension, repositioned the implantable pulse generator (ipg) and the same lead was reconnected to the ipg until the physician can determine future intervention. Device was reprogrammed, and stimulation was observed. No further information is available.